Event description:
Injection of chemotherapy was attempted but was painful. A CT of the thorax was taken and it determined that the catheter was fractured and the detached end was lodged within right ventricle and the very proximal aspect of main pulmonary artery.